Event description:
Hot bag blanket warmer started to smoke and melt on the back of the bag where the connectors are located in the bag. The power box melted. Staff were able to throw it outside before any flames or other damage. The heating element work order number was (B)(4). I notified the company and they are having their engineers review it and will send me a box to send the malfunctioning device back to them. I have 3 other hotbag blanket warmers that I inspected and feel that the connector insulation is brttle and I voluntarily pulled them from service. The company is aware of this also.